Event description:
It was reported that the pump experienced a line block alarm while using cleo infusion set during patient use. The patient attempted to resolve the issue by changing the tubing and subsequently encountered a cassette error, which was resolved using the existing cassette. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.